Manufacturer narrative:
Qn# (B)(4).

Event description:
During the procedure, the syringe and needle were not fitted and could not be connected. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
During the procedure, the syringe and needle were not fitted and could not be connected. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Event description:
During the procedure, the syringe and needle were not fitted and could not be connected. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one arrow raulerson syringe (ars) and introducer needle for analysis. Visual analysis of the introducer needle revealed multiple vertical cracks in the needle hub. The hub seemed to be coming apart in several locations. Functional inspection could not be performed due to the damage to the needle hub. A device history record review was performed with no relevant findings. The customer report of a cracked needle hub was confirmed by complaint investigation of the returned sample. The needle hub had vertical cracks in multiple areas. A device history record review was performed with no relevant findings. Based on the condition of the sample received, design caused or contributed to this event. A CAPA has previously been initiated to further investigate this issue. Corrective actions have not yet been implemented.